Manufacturer narrative:
At the completion of the investigation, based on the information received, there was evidence to support the following; endoleak type iiib of the main body with 42% dilation, endoleak type iiia with component separation, and a secondary procedure and convert to brachial which will be reported in an additional submission. Clinical evaluation did not find evidence to support the reported prolonged procedure and stroke. Additionally there was evidence to reasonably support the following observations; endoleak type iiib of the cuff with partial crown component separation, and sac growth. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the type iiib endoleak was related to the strata material of the main body. The most likely cause of the type iiia endoleak (component separation) was due to increased thrombus from a type iiib endoleak of the cuff that had partial crown separation and the 42% dilation of the main body. The most likely cause of the stroke was due to the prolonged procedure over six hours. The convert to brachial from percutaneous was identified. Associated clinical harms for this device failure included: type iiib endoleak of the main body (42% dilation), type iiia endoleak, and secondary endovascular procedure. And, the final patient disposition was unknown. The most likely cause of the type iiib endoleak was related to the strata material of the cuff. The most likely cause of the aneurysm sac growth was related to the type iiib endoleak and type iiia endoleak. The review of manufacturing lot confirmed all devices met specifications prior to release. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices were not returned; therefore, evaluation was not completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
The patient initially implanted with a bifurcated stent and an infrarenal aortic extension on (B)(6) 2013. A follow up showed the patient had a type 3a and a type 3b endoleak. The physician elected to implant an additional bifurcated stent and a suprarenal aortic extension to seal the endoleak. During the secondary intervention the physician experienced difficulty during implant of the bifurcated stent. In removing the delivery system of the device the stent became dislodged. It was reported the procedure was 6 hours and the physician indicated the patient may have had a stroke during the repair procedure. The physician concluded the repair. It has been reported the patient has not awakened from the procedure. During the clinical evaluation of this case, there was substantial evidence to support an additional finding of an endoleak type iiib of the suprarenal cuff. There has been no additional adverse events reported for this patient.